Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 pump placed to support a patient with cardiogenic shock and cardiomyopathy. It was reported that during support, the patient had several episodes of ventricular tachycardia (vt) over the course of a few days and cardioverted. An echocardiogram was performed showing the impella inlet against the septum. Per the physician, he does not want to reposition. During one episode of the vt, suction was reduced to p5. Other times, the episodes cleared on its own. Care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined.